Event description:
It was reported that a patient has been experiencing an adverse reaction to an unknown stryker and/or an unknown depuy synthes implant(s) in her right leg. Reportedly there is a possible sensitivity to the titanium implant(s). Patient's condition cited as "neoplasm of uncertain behavior of bone of lower extremity". Unknown medical devices involved. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown part/plate/screw/unknown lot number and "unknown event or event code" no product information on file. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.